Event description:
The pt reportedly experienced vertigo with use of the implanted device. Programming changes were made and the issue was resolved temporarily. On (B)(6) 2015, the pt went to the emergency room and was prescribed ondansetron and meclizine. The pt continues to be monitored.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's vertigo has reportedly resolved and the patient resumed use of the device. The patient remains implanted. This is the final report.